Event description:
It was reported that the atrial lead had noise and low pacing impedance. It was also reported that loss of atrial pacing support for sinus bradycardia in vvi mode, resulted in some degree of pacemaker syndrome. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead (B)(6) 1999. (B)(4).